Event description:
It was reported via company representative that the insulin pump had an unresponsive keypad. It was stated that the customer attempted to remove the battery, but it did not solve the issue. The blood glucose reading was 7.6 mmol/l. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and a missing end cap sticker. No display anomaly was noted.